Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was displaying an apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began between (B)(6) 2018. She stated that she manages her diabetes with insulin (self-adjuster) and made no changes to her normal diabetes management in response to the alleged issue. The patient stated that 5 days after the alleged issue began, she developed symptoms of ¿blurry vision, tired, stomach pain, swelling and thirsty¿. In response to the symptoms the patient reported to csr that she attended the emergency room and was treated with insulin (nph 20) and metformin. During troubleshooting the csr noted this was not the first time the product was being used, that the patient had been using the correct test strips and testing steps. Csr noted that the test strip did completely draw in the sample. The issue was not resolved when a retest was walked through. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and required treatment from a health care professional, whilst using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.